Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that patient received the following results on active system compared to a professional meter within 1 minute: 626 mg/dl (the result is outside the numeric range of 10-600 mg/dl of the device) - active system and 220 mg/dl (professional meter) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.